Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the connector separated from the catheter was confirmed and it appeared that the event occurred during use. The proximal end of a 4 fr s/l groshong PICC was returned for investigation. The two-piece connector was attached and secured to the 4 fr tubing. The 4fr catheter extended 4.5mm from the distal end of the strain relief oversleeve. The catheter had been cut and the distal segment of the catheter was not returned for investigation. White residue was observed within the extension leg tubing. The red connector was received separate from the extension set tubing and white oversleeve. White residue, which resembled that found in the extension leg, was observed on the stem of the red connector. An impression was observed in the white oversleeve that coincides with the ring on the red connector, which indicates that the connector was properly positioned at the time it was assembled. Both the connector and catheter were patent to infusion and no occlusions or leaks were detected. The inner diameter (ID) of the extension leg was within specification. The outside diameter (od) on the red connector was within specification. Since the tubing and connector were within specification and since the event occurred three days after placement, it appeared that the connector separated during use. This can occur if the connector is pulled from the extension leg tubing. No damage related to the manufacturing process was observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connector fell on the floor 3 days after placement. No other information was provided. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connector fell on the floor 3 days after placement. No other information was provided. No patient harm reported.